Event description:
The tip of the instrument fractured and broke while creating a tapped hole in which to insert an anchor. The fragment retained by the patient was approximately .400 in length by .118 in diameter. The case was completed without further instance via another ti-screw tap in a new location. This occurrence extended the surgery nearly 20 minutes.

Manufacturer narrative:
Evaluation; root cause cannot be determined. No abnormalities can be found. No other occurrence of this nature has been reported.